Manufacturer narrative:
Detached tissue pad evaluation summary: the analysis results found that the ace14s device was returned with the tissue pad partially detached. The original packaging was not returned. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, the cause of this type of damage is currently being investigated. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
The customer reports that the tips of the device were damaged when pulled out of the package. Device was not used in a procedure. One device will be returned.